Event description:
The customer reported that the device freezes up when running op check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device freezes up when running op check. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was recreated. The device also showed a "pacer equipment & shock equipment malfunction" inop. The processor pca was replaced to resolve the failure. The device passed all post-servicing testing and was shipped back to the customer site. We will consider this a failure of the processor pca.